Event description:
On (B) (6) 2010, patient reported she has been having higher than normal readings. Patient stated her blood glucose was 290 mg/dl. Patient's normal blood glucose is 140 mg/dl. Patient reported she gave herself an injection and this brought her blood glucose down to 260 mg/dl. Patient stated the infusion adapter has never been changed. Advised to change adapter with every 10th cartridge change. Patient reported the insulin is cold when she fills the insulin cartridge. Advised to always let the insulin warm up to room temperature. Had patient disconnect and bolus 2 units of insulin; insulin dripped out of the end of the tubing. Patient reported she has spoken with her doctor since she received the infusion device but the basal rates are set to what the trainer set them at. Patient reported having back pain and back problems recently. Patient reported she has taken an injection and it is beginning to lower her blood glucose. Advised to monitor her blood glucose closely. On follow up call on (B) (6) 2010, patient reported she continues to have elevated blood glucose readings. Patient stated her blood glucose was 209 mg/dl today and she gave herself 1 insulin injection which did not bring it down much so she took another injection 20 minutes ago. Advised to switch to backup infusion device and use new insulin, infusion sets, and new insulin cartridge. On follow up call on (B) (6) 2010, patient reported she switched to her backup infusion device on (B) (6) 2010 and her blood glucose has regulated back to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.